Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0qq0a, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that during a routine office visit, an impedance test revealed out of regulation impedances. Impedances on electrode pairs with electrodes 0 and 1 were greater than 4000 ohms. The patient reported no symptoms to support the findings. The findings were discussed with the patient¿s doctor and the patient was scheduled for a revision on (B)(6) 2015.